Event description:
It was reported that a caregiver observed discordant glucose values shortly after placement of a new dexcom g7 sensor used with the ilet, with the sensor displaying 49 mg/dl while contemporaneous fingerstick checks read 96 mg/dl and 66 mg/dl; the caregiver noted the sensor was placed on a different arm location, and also described a prior episode of high glucose followed by a low when the ilet delivered insulin for elevated glucose and a meal was later announced. Symptoms included a reported low glucose value of 49 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included no medical intervention, no assistance, and no ketones on testing during the high-glucose event. Investigation included troubleshooting and education regarding cgm accuracy expectations, site selection, and the fact that ilet mirrors cgm readings, as well as guidance on appropriate hypoglycemia treatment. Investigation of this case revealed that the event aligned with sensor-reading inaccuracy shortly after insertion and potential insulin stacking relative to cgm-reported hyperglycemia and subsequent meal announcement, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user technique and known cgm performance characteristics were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.